Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "the whole vessel got very hard and knotted up, after injecting hylenex it softened up and the vascular occlusion was visible. It began to spread to the right nasal labial fold, the angular artery, and inferior vessel immediately after the injection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that while injecting a patient in the ¿right superior labial artery¿ with one syringe of juvéderm® ultra plus xc ¿the whole vessel got very hard and knotted up, after injecting hylenex it softened up and the vascular occlusion was visible. It began to spread to the right nasal labial fold, the angular artery, and inferior vessel immediately after the injection.¿ treatment is noted as 15 vials of hylenex every day, every hour, for 2 days, with heavy bruising. Events have resolved.